Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was treated with injection amikacin (125mg, frequency and duration not reported), injection reflin (250mg, frequency and duration not reported) and injection heparin (1000iu continuously, frequency and duration not reported) for peritonitis. At the time of this report, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.